Manufacturer narrative:
Subsequently, this lead was returned to our (B)(4) laboratory for analysis. Analysis confirmed that the lead was electrically continuous, as the lead passed all electrical testing. Analysis noted some induced damage occurring as a result of electrocautery use during the explant procedure, although final analysis did not find any lead anomalies that may have caused or contributed to the clinical observation of lead dislodgement. This event will be updated if any additional information becomes available.

Manufacturer narrative:
No adverse patient effects were reported as a result of this event. Available information suggests that this lv lead will be returned to boston scientific for analysis. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Subsequently, this patient contacted boston scientific and stated that because of his lead coming loose, he experienced trouble breathing and could not move around. This event will be updated if any additional information becomes available.

Event description:
--

Event description:
Boston scientific received information that this chronic transvenous left ventricular (lv) lead dislodged. This was first noted during a follow-up visit, where testing of the lv lead showed no capture in any pacing vector, and fluoroscopy confirmed that the lead had pulled back. The physician chose to explant the lead, and reportedly damaged the lead while trying to remove it from scar tissue in pocket.